Event description:
Per the clinic, the receiver/stimulator unit had extruded through the skin. There are plans to explant the device and to reimplant the patient with another device, however, it is unknown if this has occurred as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4).